Manufacturer narrative:
The device was returned to a third-party service center for evaluation. The technician confirmed presence of black foam in the blower box. The device was repaired. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
This complaint has been reviewed, and it has been alleged visualization of affected foam in the device. There was no reported patient death or serious injury, however the reported issue/event is reportable due to the potential to cause or contribute to a serious injury as identified in CAPA pr7211, in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.